Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2022, due to no sound perception and no benefit with the device. There are no plans to reimplant the patient with a new device as of the date of this report.